Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a health care practitioner that the patient had a allergic reaction to the pod's adhesive after taken the covid vaccine. No treatment information was given. No further details to report.